Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who stated the nursing staff encountered a blood pressure (bp) error but could not provide the exact error message. The customer attempted to perform a bp test in the shop, but the readings appeared to be inconsistent compared to other units he has tested. Diagnostic/functional testing was performed at the philips bench repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The nbp was able to provide readings and passes calibration. The philips bench repair technician (brt) reported that the device may have exhibited intermittent issues. As a preventive measure, the technician replaced the nbp assembly and the front assembly and performed calibration of both the nbp module and the touchscreen. Based on the information available in the case and the testing conducted, the customer's alleged malfunction was not confirmed. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that bp reading seems to be off compared to other units they have tested. The device was not in use on a patient at the time of event, there was no adverse event reported.